Manufacturer narrative:
The product was returned for investigation. Lt log review shows purge system blocked and high purge pressure alarms throughout the case, followed by rising motor current and multiple pump stops. The pump was examined in the lab. The pump would not start and the high purge pressure was reproduced. Blood ingress was found in the purge filter. A catheter kink was confirmed just distal to the motor housing. Thus, the root cause of the pump stop was verified to be blood ingress due to a kinked purge line. DHR was reviewed and found no manufacturing related issues with this lot. There is one other complaint related this failure mode in this lot. Abiomed will continue to monitor these types of events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The impella 5.0 has been returned and an investigation is currently underway. A supplemental MDR will be filed with the results of the investigation, upon completion.

Event description:
The complainant reported a (B)(6)-year-old (B)(6) male patient had impella 5.0 pump inserted in the right axillary for the purpose of left ventricle unload after mitra clip procedure. It was reported that after a few hours on support the impella device stopped. From the first stop in the evening until the following morning there were a total of five pump stops. The device stopped completely when attempting to switch the patient to impella cp. Impella 5.0 was successfully explanted and the physical was able to insert impella cp from the femoral artery. When the pump catheter was removed several kinks, marks were observed on the shaft near the motor. It was mentioned that the patient had a subclavian artery diameter of only 5mm, and the physician proceeded to insert impella 5.0. The physician had a right-angle anastomosis without a bevel during the graft anastomosis. Although it managed to pass, considerable tension was applied to the cannula and shaft during the insertion procedure of impella 5.0. The physician stated that resistance was felt as impella 5.0 was being inserted and believes this may have been the cause of the kink. No further information was provided.